Event description:
During the p2 preparation (the third left finger), the drill broke in p2 and the surgeon can't remove the part.

Manufacturer narrative:
The device was not returned to the manufacturer. If it becomes available then additional information will be submitted in a supplemental report.